Event description:
Pacing mode of lp12 was interrupted & capture could not be re-obtained after the unit struck the leg of the individual who was carrying it during pt transport to the ambulance-resuscitative efforts in the ed were futile. MFR was contacted and responded.